Event description:
During a left ventricle ablation procedure, there were mapping shifts resulting in cancellation of the procedure. The map was completed with the mapping catheter and then the ablation catheter was inserted to complete ablation. After initial ablation at the target area was completed, the mapping catheter was reinserted to remap the left ventricle to capture a new area of interest. However, when the catheters were swapped there was a map shift rendering it unusable. The system was validated and new map was created, but once again there was a map shift when the mapping catheter was swapped for the ablation catheter. At this point the procedure was cancelled.

Manufacturer narrative:
The case study and collect logs were provided and reviewed. Review of the case study data confirmed two shifts occurred. However, review of the files was unable to determine a root cause of the shift. In the event of a shift it is recommended to remove any metal that may be causing distortion. Additionally, use the prs setup screen to align the prss to the original location, reset metal baseline, or begin a new study. See ensite x ep system IFU, setup, system, prs sub-tab.